Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), female, underwent a left sided idiopathic ventricular tachycardia procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required surgical intervention. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01, serial# (B)(4)), smartablate generator (model# m-4900-07 serial# (B)(4)), smartablate pump (model# m-4900-08 serial# (B)(4)), smartablate remote (model# unknown serial# (B)(4)). (B)(4).

Event description:
It was reported that a patient, (B)(6) female, underwent a left sided idiopathic ventricular tachycardia procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required surgical intervention. A pericardial effusion was noticed as the patient's blood pressure dropped and heart rate increased. The pericardial effusion was confirmed by a transthoracic echocardiogram. A pericardial window was then performed. The patient was reported to be in stable condition at the time this complaint was reported. Additional information was received on the event. No transseptal puncture was performed. The patient received anticoagulation and it was maintained at 300-350s during the procedure. The hemodynamic changes were noticed after the ablation phase of the procedure. It is unknown what caused the pericardial effusion and when it exactly occurred. The longest ablation session in the entire procedure was approximately 2 minutes 30 seconds. It is unknown if the site of injury occurred at the site of ablation. It is unknown at this time if the patient required extending hospitalization due to the event. The power was not titrated. There were no error messages observed on any bwi systems or hardware. Settings during the event include: power mode / power setting during ablation was 30 watts / default temperature cut-off / irrigation flow setting 17 ml/min / impedance averaged 150-170 throughout case / maximum force value during ablation was 33 grams. The physician¿s opinion regarding the cause of this adverse event is unknown. However, it was not surmised that the bwi product was a problem.